Manufacturer narrative:
Additional information received indicated this device was explanted and successfully replaced. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time there is no additional information available. If additional information becomes available the event will be updated.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to a charge time measurement greater than 30 seconds. A boston scientific technical services consultant recommended replacing the device. To date, there have been no adverse patient effects reported.